Event description:
Additional information received indicated that this event occurred during testing. No patient was involved.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was noisy. Wear and tear damaged front cover, tank cover, and line cord. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on power switch. The root cause of the reported issue was found to be a faulty pump. The technician replaced the pump.

Event description:
It was reported that the pump was not pumping as it should and was making a noise.